Event description:
It was reported that pump displayed malfunction alarm with code 12 and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeat of malfunction after reset, and was advised to continue using pump and call back if any further malfunction occurred.